Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during an un-specified procedure, the 2.75 x 23 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. During removal of the sds, resistance was noted with the rhv, and the stent dislodged inside the rhv. The rhv was removed with the stent inside, and a new rhv was used. The lesion was then treated with dilatation only. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.